Manufacturer narrative:
Following product receipt and evaluation subsequent report will be filed.

Event description:
"Distal tip came off in pt. Right femoral embolectomy, tip left in pt. X-ray shows still in pt." Surgery scheduled to remove tip.